Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range. Insulin pump also received with scratched lcd window.

Event description:
Information received by medtronic indicated that the insulin pump fell down and has a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.